Event description:
A customer reported error message ¿4224 interference of dispensing nozzle z-axis of main arm", "2034 main arm control start delay" and 2018 substrate temperature abnormal, operation stopped¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp), beta human chorionic gonadotropin (bhcg), estradiol (e2) and luteinizing hormone (lh ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by visually seeing the tip discard waste tube was full of tips. Fse removed the tip discard tube and waste chute from the analyzer and cleaned them with hot water. After fse reinstalled the waste tube and waste chute, fse ran quality control (qc) and the daily check, all tips successfully dropped into the waste bin. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000, serial number (B)(6), was installed on (B)(6) 2022. A complaint history review and service history review for similar complaints was performed from installation date (B)(6) 2022 through aware date (B)(6) 2023. There were no other similar complaints identified during this searched period, except for error code 4224 which has three similar complaints identified during the searched period including this case. Aia-2000 operator's manual on the appendix 4: error messages: (4224) interference of dispensing nozzle z-axis of main arm cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. (2034) main arm control start delay cause: main arm control operation failed to complete within the designated 18 sec cycle. Solution: contact tosoh service center or local representatives. It is necessary to check position adjustment of actuator of main arm. (2018) substrate temperature abnormal. Operation stopped. Cause: the substrate did not reach a temperature sufficiently high to allow the start of measurement. Solution: wait for 30 minutes or longer. If the error condition persists, contact tosoh service center or local representatives. The most probable cause of the reported event was due to the dirty tip discard waste chute tube.